Manufacturer narrative:
The insulin pump was received with blank display due to corroded on interface board. No cosmetic damage found on the case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 310 mg/dl at the time of incident. The customer's spouse stated that they treated the high blood glucose with manual injection. The customer's spouse stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer's spouse stated that the battery compartment and spring were not damaged or corroded. The customer's spouse stated that the battery cap was not damaged or corroded. The insulin pump will be returned for analysis.